Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was not performing as expected due to a mechanical issue. The aus was explanted and replaced with a new aus. There were no patient complications reported.

Event description:
It was reported that this artificial urinary sphincter (aus) was not performing as expected due to a mechanical issue. The aus was explanted and replaced with a new aus. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The cuffs were visually inspected and both were found to have folds. Both cuffs passed leak testing. Visual inspection of the balloon identified a hole and leak at the sphere-adapter junction, consistent with sharp instrument damage. The pump tubing also had a hole consistent with sharp instrument damage. The pump passed functional testing.